Event description:
A customer reported an issue with the incorrect time on their device, which had a discrepancy of more than 5 minutes. There was no adverse impact on the customer¿s blood glucose level, as it remained within normal range. Technical support assisted the customer in correcting the time on the pump and advised monitoring the issue, providing further instructions in case the discrepancy recurred.